Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with his onetouch ultra meter testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient manages his diabetes with lantus insulin (35 units daily). It is not known if the patient made changes to his usual diabetes management routine. About 5 minutes after the start of the alleged issue, the patient claims he felt symptoms of sweating "a little bit" and was stressed. The patient drank ice water and took aspirin as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca educated the patient on the correct testing procedure and walked the patient through a retest to resolve the alleged issue. The patient was educated about using expired test strips for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.